Manufacturer narrative:
H4: the lot was manufactured january 2-3, 2024. The device was received for evaluation containing 227ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no medication flow through the device. This occurred during patient use. The device was filled with 2976mg of unspecified medication. The pharmacy had to redo another pump for the patient as a result. There was no report of patient injury or medical intervention associated with this event. No additional information is available.